Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the sepramesh ip (device 2). An additional supplemental emdr was submitted to represent the ventrio mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 ¿ patient was diagnosed with strangulated incarcerated incisional hernia thereby underwent open repair with implant of ventrio mesh (device 1) and sepramesh ip (device 2). Per operative notes, ¿at the umbilical area, the hernia sac was opened and small bowel was reduced. Multiple small defects were noted, and hernia sac were excised. Omentum were taken down. A ventrio mesh (device 1) and sepramesh ip (device 2) were placed over the defect in the abdomen and sutured to the fascia.¿ on (B)(6) 2016 ¿ patient was diagnosed with abdominal wall abscess thereby underwent open repair with drainage of abscess. Per operative notes, ¿beneath the fascia, purulent cavity was encountered and microporous mesh (device 1 and 2) was noted in this area of abscess and left in place. Fluid beneath the abscess was drained and wound vac was placed.¿ on (B)(6) 2016 ¿ patient was diagnosed with enterocutaneous fistula, infected mesh thereby underwent open repair with removal of ventrio mesh (device 1) and sepramesh ip (device 2). Per operative notes, ¿large fluid collection communicated with small bowel was noted. The wound with bilayered mesh (device 1 and 2) at the base sutured to fascia was noted. The infected mesh (device 1 and 2) and small bowel was removed in its entirety and wound vac was placed. A large enteric fistula was noted in left side of dense granulation tissue were circumferentially dissected away. The bowel was stapled and primary end to end anastomosis was performed. Mesentery and wound were approximated and closed with sutures.¿